Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test and there was no damage grip tips during visual inspection.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument tip could not be tightened. The procedure was completing as planned with no reported injury.